Event description:
The customer reported being hospitalized for hyperglycemia. The blood glucose reading was 744 mg/dl. The customer stated that her blood glucose came down with an insulin drip, but once she got back on the insulin pump, her blood glucose went back up. Troubleshooting was performed. The basal rates were correct. The alarm history revealed several no delivery alarms. The fixed prime and high pressure tests passed. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.